Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that an unknown biomet implant was partially fractured and deformed.

Manufacturer narrative:
The unknown biomet external hex implant was not returned however x-rays and images were provided. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per that would contribute to the reported event. The reported product was located on tooth site number 30 (universal) and was used for approximately 12 years prior to the event. The returned images include photographs of the implant collar within the surgical site, and x-rays following fracture. The implant images confirm that the implant is fractured laterally at the collar. The x-rays likewise confirm that the implant is fractured at the collar while the device was implanted. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitely root cause could no be identified.

Event description:
No further event information available at the time of this report.